Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "damage caused by explant" as "cut to deflate." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation/use error: observed an opening assessed as surgical damage per rga. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, deflation.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "damage caused by explant" as "cut to deflate." The device has been explanted and replaced.